Manufacturer narrative:
The reported event of unable to untighten the ventricle setscrew to fix the lead was confirmed. Analysis revealed that the torque wrench was not aligned with the wrench tip with the setscrew hex inset so that the wrench could fully insert into the inset and engage and tighten the setscrew. The lack of full wrench insertion caused the user to strip the inset. Then the user forced the wrench down deeper in the inset without it being aligned and the wrench became stuck in the setscrew inset. The cause of the reported event was due to the user¿s incorrect use of the torque wrench.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturing reference number: 2017865-2023-02708. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold. The right ventricular lead was repositioned on (B)(6) 2023. During the procedure, the pacemaker's right ventricular set screw was unable to tighten. The pacemaker was explanted and replaced. The patient was in stable condition.